Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported malposition of the right iliac limb could not be determined due to a lack of relevant medical imaging surrounding the event. However, at the index procedure, a longer right iliac limb length, placed distally at the right internal iliac, likely contributed to the unintentional covering of the right internal iliac artery. There were no off-label product use conditions determined (ide study patient). Unable to determined cautionary product use conditions due to a lack of relevant medical records/imaging. There was no additional patient sequelae reported for this patient. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
Upon the clinical assessment of this event, it was discovered that the right ovation limb was the potential cause for the right hypogastric occlusion.